Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6 months ago. Aneurysm and vessel morphology were not reported. Medtronic received a copy of the voluntary medwatch form with the following info. The aneurx device was inappropriate for his (the pt's) anatomy. Because of this, an inordinate amount of contrast had to be given, resulting in permanent kidney failure and lifelong dialysis. It was reported that the pt had bilateral renal stents placed the day before the stent graft placement. There were no issues reported regarding the renal issues post procedure.

Manufacturer narrative:
(Secondary intervention), eval results: lack of info and no further info was provided by the user. Renal complications.